Event description:
The agilis sheath was put up into the superior vena cava. We heard a pop then the physician said the agilis is broken. The agilis sheath would not deflect. A new sheath was handed off. Agilis nxt medium curl sheath. Catheter was actually not broken the word was it didn't deflect.